Event description:
A patient received a prodisc c implant on (B)(6) 2023. Patient was experiencing undefined symptoms and it was found that the superior implant had migrated. A surgeon removed the implant on (B)(6) 2025 and fused the patient.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient received a prodisc c implant on (B)(6) 2023. Patient was experiencing undefined symptoms and it was found that the superior implant had migrated. A surgeon removed the implant on (B)(6) 2025 and fused the patient. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was not returned following the removal surgery; therefore, no device evaluation could be completed. An image was provided that showed the migration of the superior plate. No anomalies associated with the complaint were identified during the course of the investigation. The removal was completed due to migration of the superior plate of the implant. This report is for 1 of 1 devices involved in this event.